Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h249 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot h249 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report that they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported an alarm #7: blood leak? (Cent chamber) at the start of the procedure and that blood was visible on the drive tube. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The patient was reported to be in stable condition. The customer returned photographs for investigation.

Manufacturer narrative:
The customer declined to return the kit and smart card, but did return photographs for investigation. A review of the photographs show an intact drive tube. There is a mark on the drive tube near the upper bearing stop. There is blood around the location of the mark and the upper overmold. There does not appear to be any damage to the bearing. A service technician arrived at the customer's site on 03-jan-2020 in order to evaluate cellex instrument serial # (B)(6). According to the service report, the upper drive tube retainer clip was very tight and unable to turn freely. As a result, the upper drive tube retainer clip was replaced. The service technician successfully completed the system checkout procedure indicating that the instrument had passed all tests, met all specifications, and was fully operational. A device history record review did not result in any related non-conformances. This lot passed all lot release testing. A material trace of the drive tubes used to build lot h249 did not find any non-conformances. The cause for the alarm #7: blood leak? (Centrifuge chamber) is due to the drive tube leak/break. The root cause for the drive tube leak/break was most likely due to damage caused by the drive tube retainer clip not rotating freely. No further action is required at this time. This investigation is now complete. (B)(4). 04/01/2020.